Manufacturer narrative:
(B)(4). Device passed self test and displacement test. Device display properly. No missing segment/partial display anomaly noted during testing. Device had minor scratched lcd window, broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the self test was failed. The customer¿s blood glucose level was 158 mg/dl at the time of incident. The customer was also stated that battery compartment was cracked during battery change. Troubleshooting was performed for damage. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.